Event description:
The customer reported that the pt was bleeding more than what was originally anticipated during a gastroenterostomy. It is unk if regrasp alarms or end tones were heard during the sealing. The amount of blood loss is unk. Another device was used to complete the procedure and there was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.